Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Asr revision reported via sales rep.asr xl.right.patient had an acetabular revision due to hip pain caused by asr. He was revised to pinnacle gription cup, altrx liner, 36mm ceramic head.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 2/9/2015 - medical records received. Upon revision, brown stained tissue, fluid formation, osteolysis and metallosis were noted. The information received does not change the MDR decision.